Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, upon opening the device, the distal edge of the stent strut was slightly lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).